Event description:
It was reported to boston scientific corp that an obtryx halo system was used during an unk procedure. According to the complainant, during the procedure, a "broken" loop was noticed. The complainant was unable to report if the association loop split in half or if any portion of it detached from the device. The procedure was completed with another obtryx halo system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).